Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8204698. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time . H3 other text : see section h.10

Event description:
It was reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 328438 batch no: 8204698 verbatim: lot: 8204698, expiration date: 2023-07-31, item: 328438, occurrence date: 05/21/19. Pet owner stated when she pushes on plunger, clear liquid comes out onto the tip of needle. Stated it happened a few times in this box but does not have occurrence dates, just the one that it happened with today.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31g 8mm whole unit 10bg 500 experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 328438, batch no: 8204698. Verbatim: lot: 8204698, expiration date: 2023-07-31, item: 328438, occurrence date: (B)(6) 2019. Pet owner stated when she pushes on plunger, clear liquid comes out onto the tip of needle. Stated it happened a few times in this box but does not have occurrence dates, just the one that it happened with today.